Manufacturer narrative:
The estimate was rejected and device was scrapped per customer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device at the manufacturer's service center, evidence of water ingress was found affecting the blower motor, sensor board, flow sensor, and active exhalation control module. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter." Customer rejected the estimate and no parts were replaced.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the evaluation of the device at the manufacturer's service center, evidence of water ingress was found affecting the blower motor, sensor board, flow sensor, and active exhalation control module. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter." Customer rejected the estimate and no parts were replaced. The coding has been updated to reflect the fsn for sound abatement foam degradation.